Event description:
Patient was being supported on an impact 754 portable ventilator system and it was reported that the ventilator gave a "run time error (1051)". The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, and, though it was not reported that back-up equipment was used, we have submitted this as a serious injury event because back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was traced to the autocal valve which caused the run time error. The autocal valve was replaced. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specification.